Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿low flow due to tubes are not fully connected to port barbs¿. A potential root cause for this failure could be "incorrect machine set up". A labeling review is not required. The product code for this z300-unknown articgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown articgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was no flow on the arctic gel pads. The patient was cooling on the device with a 36c target temperature. The nurse reported that the patient was at the 36c target then the temperature dropped to 19c. The current temperature was 20.4c, water temperature was 5c and the flow rate was 0. The arctic sun was connected to a foley probe. Ms&s informed the nurse that the patient¿s temperature could not drop that fast. The nurse connected an esophageal probe to the arctic sun device with the same cable and the patient¿s temperature displayed 20.4c. Ms&s recommended she take a secondary temperature to verify the patient temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no flow on the arctic gel pads. The patient was cooling on the device with a 36c target temperature. The nurse reported that the patient was at the 36c target then the temperature dropped to 19c. The current temperature was 20.4c, water temperature was 5c and the flow rate was 0. The arctic sun was connected to a foley probe. Ms&s informed the nurse that the patient¿s temperature could not drop that fast. The nurse connected an esophageal probe to the arctic sun device with the same cable and the patient¿s temperature displayed 20.4c. Ms&s recommended she take a secondary temperature to verify the patient temperature.